Event description:
It was reported that there was early battery depletion, along with high lv (left ventricular) threshold. The device was explanted and replaced, and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694758 lead implanted: (B)(6) 2012; 5076-52 lead implanted: (B)(6) 2012. (B)(4). Evaluation summary: the device met 86% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.